Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one piece of tissue outside of the body and a large opening was noted inside the tissue. A brown substance could be seen in the opening and on the white cloth the tissue was resting on. It was reported that the staples were detached and there was a leak. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a small intestinal resection laparotomy and intestinal anastomosis, 9 days after initial surgery, white blood count (wbc) and c-reactive protein (crp) levels suddenly increased, so medical treatment was performed to remove ascites, and the situation was observed. After another 3 days, due to elevated crp or sudden increase in inflammatory marker, and fever, an emergency surgery was performed for anastomosed site was resected and to set the stoma; after resectioning the anastomotic region that had ruptured, an artificial anus was placed. Stoma was planned as temporary and to be closed as soon as the patient recover. It was discovered that the staple on the side of the side-to side anastomosis which had been performed on the initial surgery was detached and was leaking. It was noted that there was a hole that had not expanded in the patient cavity actually. Currently, the ventilator was attached, recovery was being awaited, patient hospital stay was extended and patient still hospitalized.

Event description:
According to the reporter, following a small intestinal resection laparotomy and intestinal anastomosis, 9 days after initial surgery, white blood count (wbc) and c-reactive protein (crp) levels suddenly increased, so medical treatment was performed, and the situation was observed. After another 3 days, due to elevated crp or sudden increase in inflammatory marker, and fever, an emergency surgery was performed. At that time, it was discovered that the stapler on the side of the immediate anastomosis which had been performed on the initial surgery was detached and was leaking. After resection the anastomotic region that had ruptured, an artificial anus was placed. Currently, the ventilator was attached, and recovery was being awaited.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.